Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that during use, the ventilator had a noise and thereafter smoke came out around the fan. The hospitals medical engineer (me) inspected the device, found a 'check vent: ventilator restart' and a 'rebooting' error codes. The hospital bme could not confirm any smoke or smell coming from the ventilator. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. No patient information was provided. The manufacturer¿s international service technician inspected the device and was unable to duplicate the reported issue. The service technician found in the ventilator diagnostic logs error codes indicating machine pressure sensor calibration data error. Machine and proximal pressure sensors, oxygen pressure sensor calibration data error, air flow sensor calibration data error and a oxygen flow sensor calibration data error.

Manufacturer narrative:
G4: 26apr2020. B4: 28apr2020. The manufacturer¿s international service technician also found an error code indicating the 'ventilator restarted due to anomalies detected during operation'. The service technician replaced the central processing unit (cpu) to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 07may2020 g4: (B)(6)2020. H10: additional information was received that at the time of the event the customer was unable to reset the unit and the patient had to be removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15aug2020 .b4: (B)(6)2020. A cpu(central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.